Event description:
Customer called to report a blood leak in the 3rd cycle. After pause to rinse the port, he pressed start again and heard a strang noise and had a blood leak alarm. After inspection of the centrifuge bowl, it became clear the part where the tubes met the bowl was broken and there was a leak. Customer stated that the pt condition was fine. No product was returned by the customer for investigation.

Manufacturer narrative:
Batch record review of lot b721 was conducted. There were no non conformances for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. No product was returned by the customer for investigation. Therefore, a root cause cannot be determined based solely on the info provided by the customer. However, (B)(4) is open to investigate xts centrifuge bowl breaks/leaks. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken.